Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and a drain was placed. On (B)(6) 2013, a fragment of the drain was found to be still present in the patient's breast, and was surgically removed on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.